Manufacturer narrative:
This report is submitted on december 9, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the device was explanted (date not reported) due to a progressive loss of electrode function subsequent to sustaining a head trauma. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 27, 2017.